Event description:
A customer reported that the unit of measurement setting of their freestyle flash blood glucose monitor changed from mg/dl to mmol/l. Additionally, the customer reported experiencing symptoms such as dry mouth, for which she drank orange juice and coke to relieve her symptoms. There was no report of third party medical intervention, death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.